Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to diaphragmatic stimulation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the distal part of the lead was found pulled out of the ring electrode and was not available for analysis. This damage most likely occurred during the explantation procedure. The received proximal lead fragment with severely stretched conductor coils was subjected to an extensive analysis. The visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.